Event description:
It was reported the patient is without stimulation. It was also reported the patient is unable to establish communication between his ipg and external devices. Patient met with the sjm representative and confirmed the issue. Surgical intervention is pending to address the reported issue.